Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records indicate the patient developed multiple outcomes associates to the device including infection. Infection is listed as a possible adverse reaction in the instructions-for-use. Although the medical records indicate the patient was treated for multiple adhesions, the adhesions do not appear related to the bard/davol ventralex mesh. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2013, the patient underwent lysis of adhesions and open repair of incisional hernia with a bard/davol ventralex mesh. The medical records indicate during this procedure there were two areas where there were serosal tears which were repaired with multiple sutures. On (B)(6) 2013, the patient developed pain, nausea, and vomiting. Patient had a CT scan which revealed a high-grade small bowel obstruction. The patient underwent laparoscopy, lysis of adhesions which were adherent to the small bowel and abdominal wall, conversion to laparotomy, small bowel resection of ileum x2, incisional hernia primary repair and explant of bard/davol ventralex hernia patch. During explant of the bard/davol ventralex mesh, there was noted to be purulent drainage which was cultured anaerobe, aerobe, and a second aerobe. The medical records indicate there is another segment of serosal tear, but intact bowel as no enterotomies into the small bowel had been made. Of note, there had been oozing from the bowel where the serosal tear was located. The medical records indicate the patient developed infection, obstruction and pain.